Event description:
Reporter initially noted patient had a decentered ablation. Additional information received noted surgeon obtained second opinon: residual corneal edema, not decentered ablation, and it would improve. Follow-up information received bcva decreased from 20/30 back to 20/40 since 08/2002 results. Patient's bcva at 7 months is 3 lines less than before what is was before surgery.